Manufacturer narrative:
(B)(4). The reported condition of error code 812:02, which interrupted delivery, was confirmed during review of the event history log. The root cause was a defective pump head module (phm). The phm was replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced error code 812:02, which interrupted delivery. There was no report of patient involvement, injury or medical intervention related to this device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.92.